Manufacturer narrative:
The igm-2 reagent lot number was 716687 with an expiration date of 31-jan-2025. Patients 1 and 2 are affected by gammopathy. Product labeling states: "as with other turbidimetric or nephelometric procedures, this test may not provide accurate results in patients with monoclonal gammopathy, due to individual sample characteristics which can be assessed by electrophoresis." On 23-aug-2023 the field service engineer (fse) found the sample probe was bent and replaced it. The fse checked all probe adjustments, cleaned the rinse stations and tunings, checked the gear pump head pressure, and checked the cuvette fill levels. Mechanical checks were acceptable. No issues were identified during a review of the customer¿s calibration, qc, or alarm trace data. Since the results of other patients not affected by gammopathy were also discrepant, the investigation determined the issue identified by the fse (bent sample probe) was the likely cause of the event.

Event description:
There was an allegation of discrepant results for 6 patient samples tested for igm-2 tina-quant igm gen.2 (igm-2) on a cobas 8000 c 702 module. Patient 1 initial result was 0.51 g/l. This result did not correspond to the patient¿s previous results. On (B)(6) 2023 the sample was repeated with a result of less than 0.05 g/l with a data flag. The sample was repeated automatically using increased dilution and the result was less than 0.05 g/l. This result was consistent with the patient¿s history. On (B)(6) 2023 patient 2 initial result was 4.4 g/l. This result did not correspond to the patient¿s history. On (B)(6) 2023 the sample was repeated with a result of 3.85 g/l. The sample was repeated using decreased dilution and the result was 44.20 g/l. This result was consistent with the patient¿s history. On (B)(6) 2023 patient 3 initial result was 1.0 g/l. On (B)(6) 2023 the sample was repeated twice with results of 0.5 g/l. On (B)(6) 2023 the sample was repeated with a result of 0.4 g/l. On (B)(6) 2023 patient 4 initial result was 0.7 g/l. On (B)(6) 2023 the sample was repeated twice with results of 0.2 g/l. On (B)(6) 2023 the sample was repeated twice with results of 0.2 g/l. On (B)(6) 2023 patient 5 initial result was 1.2 g/l. On (B)(6) 2023 the sample was repeated twice with results of 0.6 g/l. On (B)(6) 2023 the sample was repeated with a result of 0.6 g/l. On (B)(6) 2023 patient 6 initial result was 1.6 g/l. On (B)(6) 2023 the sample was repeated with a result of 1.0 g/l. On (B)(6) 2023 the sample was repeated twice with results of 1.0 g/l.